Event description:
In 2008,the patient reported she has been experiencing "blocked" and bent cannulas with her insulin infusion sets. The patient was sent a complimentary insertion device, guide to infusion site management and sample infusion sets. On follow up with the patent ten days later, she stated she has not yet tried the sample infusion sets but will do so when she next changes her insulin cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.